Event description:
It was reported that the left ventricular lead exhibited high thresholds. Due to the patient anatomy, the physician was unable to reposition the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.